Manufacturer narrative:
The reported malfunction was observed and attributed to a cold solder joint on the digital board. Trend analysis for failures of this type does not indicate an increase in frequency. The device was returned to zoll stock.

Event description:
During testing by a zoll medical service technician, the device displayed a "status 93" message. There was no patient involvement in the reported malfunction.